Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a tvt procedure on (B)(6) 2009. The procedure was completed with no complications. According to the complainant, post procedure, the patient experienced incontinence; vaginal, abdominal, and lower back pain; bilateral numbness; and tingling down her legs. The exact nature and date of onset of these symptoms are unknown. Follow up visits during the month after the initial procedure confirmed that the patient was recovering normally. In (B)(6) 2010, the patient presented with pelvic pain and abdominal discomfort. The patient did not present with incontinence or numbness to this physician. After the tvt procedure (exact dates unknown), the patient had multiple surgeries that were unrelated to the sling which caused a lot of scar tissue and adhesions. The physician attributed most of the pain and abdominal discomfort to the other procedures and not the sling. The physician reported that it would be difficult to alleviate the patient's pain completely with the amount of scar tissue and adhesions present. There was no separate treatment or medications prescribed for the incontinence, numbness and pain. There is currently no medical intervention planned. The patient's last visit with this physician was on (B)(6) 2012, when it was determined that the patient was fine but in some pain.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.